Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was returned within the outer carton; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. However, the cause for failure to open and damaged braid could not be determined. Possible cause of failure to open includes vessel tortuosity and damaged braid. Possible cause of damaged braid includes resheathing the braid more than recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient underwent embolization of ophthalmic aneurysms in the right internal carotid artery. To this end, a neuron-max 0.80 long guide sheath, a navien 058 distal access catheter and phenon 27 microcatheter were used for luminal reconstruction with a 4.5 x 16 mm pipeline shield flow diverting stent. During the neurostent release maneuvers, it was observed that the distal third of the neurostent did not open properly, despite the opening of the proximal third and the most distal segment after opening the fins. Numerous collection, repositioning and release maneuvers were carried out with or without system pressure, without success. It was decided to collect this system inside the microcatheter and replace it with a new 4.25 x 16 mm pipeline device, with full opening and without complications. Procedure completed successfully. No patient symptoms or further complications wer e reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for embolization of unruptured ophthalmic aneurysms in the right internal carotid artery. Dual an tiplatelet therapy (dapt) was administered. Ancillary devices include a phenom 27 microcatheter.

Event description:
Additional information was received reporting the device was positioned in straight segments of the vessel, in the middle cerebral artery, according to the manufacturer's instructions for use and release. There were several attempts, replacing and repositioning the 115cm navien 058 distal access catheter, helping to support the phenom 27 microcatheter which was also positioned in the straight segments of the vessel, re-sheathing the device as instructed to massage the mesh helping with the release, all efforts unsuccessful. No balloon was used because there was no release of the system, as it did not open in its distal portion and it was decided to remove the system (microcatheter and stent pipeline shield 4.50x16) and place a new device 4, 25x16 that was immediately opened upon release.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.